Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump booted to the "verify" screen with appropriate alarms. An "ezprime" step was performed with no difficulties. Test boluses were calculated and recorded correctly in the pump history. There are no alarms related to the complaint in the alarm history. A review of the total daily dose showed that it correctly reflected the user programmed rates. There are no unacknowledged alarms or warnings in the black box download. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to have a red tint and the battery compartment was cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Event description:
A nurse reported that on (B)(6) 2011 the patient was admitted to the emergency room with diabetic ketoacidosis (dka). She stated that the patient's blood glucose (bg) was over 600 mg/dl with the following symptoms: large ketones, emesis, and confusion. The patient was reportedly treated with intravenous insulin and fluids, and moved to the intensive care unit where she resumed the pump after a site/set change. The patient's bg upon resuming the pump was stable until a bolus was delivered, when her bg would then rise to over 400 mg/dl. At the time of the call to animas customer support (cs), the patient was reportedly using the pump for basal delivery only; she was using syringe therapy for bolus delivery. The patient stated that on the day of the reported incident, she had changed out her infusion site/set, delivered a combo bolus, and her bg started to rise after dinner. The patient stated that she did not believe the bolus delivery was working properly. Customer support reviewed the pump with the patient and found the following: there were no significant alarms in the history; the total daily dose history and bolus history matched; the prime history indicated that the patient had changed the site/set several times in the past few days leading up to the incident; and the prime and fill cannula steps were completed with each site/set change. The patient reported that she was using refrigerated insulin. She confirmed that she did not see air bubbles in the cartridge or the tubing. She stated that the cannula on her previous infusion set was not bent when removed. She stated that she has been under increased stress due to a family illness. Troubleshooting of the pump could not be completed, as the patient was feeling tired and did not want to disconnect from the pump. Customer support concluded that the pump history indicated that the bolus feature of the pump was functioning appropriately. This complaint is being reported because the patient allegedly experienced dka.